Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon the completion of this activity.

Event description:
A biomedical technician (biomed) at the user facility called into technical support and reported that a 2008k hemodialysis (hd) machine was programmed to remove 2500 milliliters (ml) over the course of the entire treatment. However, at the conclusion of the hd therapy, the machine had removed ¿about 1400 ml.¿ the weight issue was reportedly identified by looking at the different between the patient¿s pre-treatment weight versus their post treatment dry weight. The machine indicated that the full 2500 ml was taken off, but the weight measurement showed a 1.4 kilogram (kg) fluid removal. The pressure holding test passed prior to the initiation of treatment with a fresenius f180 dialyzer. The biomed was not able say with certainty what the tmp was during treatment. There were no reported diagnostic messages or audible alarms. There were no adverse effects experienced and no medical intervention was required as a result of this event. The patient returned for their next regularly scheduled treatment and did not require any additional therapy. The patient¿s current condition was noted as being fine. Following the event, the system was removed from service for evaluation. The biomedical technician calibrated the ultrafiltration (uf) pump to resolve the issue. The unit has been returned to service at the user facility without a recurrence of the event as reported.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. Follow-up information was provided by the biomed who revealed that the ultrafiltration (uf) pump was calibrated to resolve the issue. Functional testing performed by the biomed confirmed the unit was operating properly. The unit has been returned to service at the user facility without issue. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the material and process controls were within specification. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.